Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the 840 ventilator stopped cycling. There was no patient involvement. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended running ventilator on test lung. Covidien not authorized to evaluate the device.